Event description:
During an lsh procedure, poor cutting performance was noted on the pks omni device. Further into the procedure, the hub on the device broke. Another like device was used to complete the procedure with no patient harm.

Manufacturer narrative:
Visual exam confirms the hub is fractured below the rivet joint which is consistent with the device being used as a lever. Excessive force was applied to the device which caused the hub to break; the value stream will monitor the complaint data base for further occurrences.